Event description:
Per the clinic, the patient experienced skin overgrowth, and recurrent hypertrophic and keloid scarring at the abutment site. Subsequently, the patient underwent a skin revision surgery in order to excised the excess tissue (specific date not reported). The patient was also treated with steroid injections and ointments (specific date and duration not reported). The implanted device remains.